Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of five for the same event. Reports two through five are reported on MFR #0001032347-2017-00037 through 0001032347-2017-00040.

Event description:
It is reported that the surgeon used the items to close the sternum on (B)(6) 2016. After that, the patient developed mediastinitis so the parts were removed on (B)(6) 2016. It is reported the surgeon did not use any form of fixation after the revision; "it remained open." It is reported the patient is still under negative-pressure wound therapy. The question was asked, "is the surgeon alleging the implants caused the infection?" The following is the answer provided, "according to the surgeon, the implant was a foreign material for this patient."